Manufacturer narrative:
After battery installation, the device gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments or partial display due to display anomaly. Unable to perform functional testing including self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. The device was received with cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that their insulin pump had missing segment/partial display. The customer was assisted with flashing/white/blank display troubleshooting. The customer¿s blood glucose level was 190mg/dl at the time of the incident. It was reported that the customer fell on the insulin pump and the display was flashing. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.